Event description:
It was reported that following the implant procedure, the physician noted right atrial (ra) over-sensing from the distal coil. Boston scientific technical services was contacted and recommended changing the device sensitivity to prevent over-sensing. A system revision subsequently occurred where the left ventricular (lv) lead was tunneled on the patient's right side so that a new ra lead could be implanted. The old ra lead is not expected to be returned for analysis. At this time, the device remains implanted and no additional adverse patient effects were reported.

Event description:
It was reported that following the implant procedure, the physician noted right atrial (ra) over-sensing from the distal coil. Boston scientific technical services was contacted and recommended changing the device sensitivity to prevent over-sensing. It was discussed that the patient is being scheduled for a system revision on the patient's right side and tunneling of the left ventricular (lv) lead. The revision has not yet occurred and additional information has been requested regarding the resolution, but has not yet been received. At this time, the system remains implanted and no adverse patient effects were reported.